Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer went to the emergency room with a blood glucose level above 600 mg/dl. The customer was treated with intravenous fluids of saline and insulin. Customer was released on 5/20/2026 with no permanent damage. Reportedly, the customer reverted to an alternate method insulin therapy.